Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. The physician suspected calcification as the cause of the out of range measurements. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.